Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced perforation of organs. She also experienced heavy bleeding (genital haemorrhage), amongst non-serious events. She underwent a hysterectomy with essure removal about four and a half years after the insertion. Due to the reported hysterectomy, perforation of organs was regarded as uterine perforation. Uterine perforation and genital haemorrhage are anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Considering the temporal relationship and the lack of alternative explanations, a causal relationship between genital haemorrhage and essure cannot be excluded. Also uterine perforation may occur. The exact time point and mechanism of uterine perforation are not known, however, considering its nature, this event was considered related to essure. This case was regarded as incident, as surgical intervention was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. . Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), coital bleeding ("bleeding post intercourse"), psoriasis ("psoriasis"), feeling abnormal ("brain fog"), dysmenorrhoea ("painful menstrual cycles") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy - surgery to remove essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, coital bleeding, psoriasis, feeling abnormal, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered uterine perforation, genital haemorrhage, pelvic pain, coital bleeding, psoriasis, feeling abnormal, dysmenorrhoea and dyspareunia to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced perforation of organs. She also experienced heavy bleeding (genital haemorrhage), amongst non-serious events. She underwent a hysterectomy with essure removal about four and a half years after the insertion. Due to the reported hysterectomy, perforation of organs was regarded as uterine perforation. Uterine perforation and genital haemorrhage are anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Considering the temporal relationship and the lack of alternative explanations, a causal relationship between genital haemorrhage and essure cannot be excluded. Also uterine perforation may occur. The exact time point and mechanism of uterine perforation are not known, however, considering its nature, this event was considered related to essure. This case was regarded as incident, as surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.